Event description:
The sister reported via phone call that the customer passed away on (B)(6) 2015 at home. The official cause of death was from a heart attack. The customer's blood glucose at the time of death was unknown. The caller reported the customer was a diabetic for the past 60 years. It was also found the customer had cardiac issues for several years due to their diabetes. The caller also stated the customer had heart disease. It was unknown if the customer used sensors, but it was reported the customer was not wearing a sensor at the time of death. It was also unclear if the customer was wearing the insulin pump at the time of passing. The caller declined to return the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.